Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was above 600 mg/dl. Customer treated their high blood glucose via manual injection. Customer felt sick and was a brittle diabetic. Customer had a bent cannula which resulted in high blood glucose levels. Customer declined to troubleshoot their high blood glucose levels.